Event description:
It was reported that, at the patient¿s last refill on (B)(6) 2013, the concentrations of medications were changed from morphine 20 mg/ml and bupivacaine 12 (units unknown)/ml to morphine 40 mg/ml and bupivacaine 24. The programmer ¿was not adjusted to reflect that¿. The patient was kept on the same dose and ¿they kept everything the same¿. The patient complained of increased pain. It was thought that the patient ¿essentially was getting double what they intended for her to get¿. It was later reported that the patient¿s cancer had spread rapidly and her pain was increasing.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).